Event description:
It was reported that; we are unsure but it is possible that an expired box of tubing was utilized. The surgery date was (B)(6) 2017 and the expiration date on the tubing was 3/31/2017. This item was not in inventory in oracle to reserve as we only ever received 3 boxes per oracle and those 3 boxes were previously billed. We are not sure how/when we got this item however not it was not transacted in oracle to us and therefore was not on our expiration report. Since the item wasn't in oracle to transact and since the sales representative had 4 kits, one of which being a loaner, we waited for the kit to be counted upon return to see if another lot number was missing from that kit (and would be transferred into our inventory to bill) however loaners did not show any of the item missing from their loaner kit. Additionally, we asked the main sales rep at the account to do an inventory count to see what lot numbers were in the other kits in his possession to see if another lot number was missing and may have been utilized. Since the stickers were not on usage sheet, on (B)(6), when we asked the sales associate that covered the surgery, how he determined the lot numbers stated on the surgery sheet, his reply was "I read them off the box after they were opened". I have an e-mail back to this rep asking if the expired box was utilized or just opened. I will update this per when I receive his reply.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment; result: device history review indicated all devices accepted into final stock met specification. Device evaluation could not be performed as tube set was not returned. Complaint history review indicated there have been no other similar complaints for this reported lot. Conclusion: a plausible root cause of the reported event is user error.

Event description:
It was reported that; we are unsure but it is possible that an expired box of tubing was utilized. The surgery date was (B)(6) 2017 and the expiration date on the tubing was 3/31/2017. This item was not in inventory in oracle to reserve as we only ever received 3 boxes per oracle and those 3 boxes were previously billed. We are not sure how/when we got this item however not. It was not transacted in oracle to us and therefore was not on our expiration report. Since the item wasn't in oracle to transact and since the sales representative had 4 kits, one of which being a loaner, we waited for the kit to be counted upon return to see if another lot number was missing from that kit (and would be transferred into our inventory to bill) however loaners did not show any of the item missing from their loaner kit. Additionally we asked the main sales rep at the account to do an inventory count to see what lot numbers were in the other kits in his possession to see if another lot number was missing and may have been utilized. Since the stickers were not on usage sheet, on (B)(6) when we asked the sales associate that covered the surgery, how he determined the lot numbers stated on the surgery sheet, his reply was "I read them off the box after they were opened". I have an e-mail back to this rep asking if the expired box was utilized or just opened. I will update this per when I receive his reply.